Event description:
In 2001 the end-user called minimed and stated that the luer lock of the infusion set had cracked. The end-user had high blood glucose level and chest pain. Per further discussion with end-user, the end-user described that they had heart surgery and blood pressure elevated. In march 2001 maersk medical received the complaint and the 4 used tubings. The near-incident took place in USA.